Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of the broken blade to be related to the customer reported complaint. The instrument was found to have a broken blade. The blade broke at roughly 0.260 from the base. The broken piece was not returned with the instrument. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error.

Event description:
It was reported that during a da vinci-assisted pancreaticoduodenectomy surgical procedure, the harmonic ace instrument tip broke off and fell inside the patient during firing. The fragment was retrieved through an assistant port during the same procedure. The customer used an endoscope and confirmed that all fragments were retrieved. No additional surgical procedure was required, and there were no post-operative tests performed to check for remaining fragments. The harmonic ace instrument was reportedly inspected prior to use, and no issues were noted. The harmonic ace instrument was in use for approximately 30 minutes and performed as intended up until the reported event. The harmonic ace instrument was removed prior to and after the breakage with no resistance through the cannula. The surgical staff did not notice any other damage to the harmonic ace instrument or cannula after the event occurred. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The customer replaced the harmonic ace instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information regarding the reported event: the customer used laparoscopic instruments to remove the fragment from the patients body. The harmonic ace instrument did not collide with any other instruments or hard material during the procedure. It was confirmed there was no patient harm, injury or adverse outcome. There is no video recording of the procedure.